Manufacturer narrative:
(B)(4). Date sent: 12/31/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. D4: batch # 255d80. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the sr75 reload was received with no apparent damage and along with a ntlc75 device. The device returned in good condition. The reload had the proximal 2 drivers up, the remaining drivers down with staples present and the swing tab in the locked position. In addition, the knife was not completely within the doghouse and the pan had slight damage. The reload swing tab was reset in order to fire the cartridge. The device was tested with the returned reload and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. In addition, failure to complete the stroke may result in an incomplete staple line. Please refer to instructions for use. Device history review: a manufacturing record evaluation was performed for the finished device batch number 255d80, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the firing knob got stuck midway and stopped functioning. No patient consequences were reported.